Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated.

Event description:
It was reported one of the contacts on a lead displayed high impedance. In turn, the extension was explanted and replaced where it was discovered the extension was fractured. Therapy was restored postoperatively.

Manufacturer narrative:
The allegation of the patient experiencing shocking was confirmed. Visual inspection showed a wire broken in the lead body just 1.5cm below terminal electrode #9. This would have placed the broken wire in the ipg pocket. This would have caused the high impedance observed in the field. The shocking sensation is consistent with the broken wire making unintended and intermittent contact with the ipg body/can. The cause of the broken wire could not be conclusively determined.

Event description:
The patient had also experienced shocking at the ipg site due to the fracture at the extension. Issue has since been resolved.